Manufacturer narrative:
Additional information: d9, g3, h3, h6 the reported event was confirmed as one unpackaged ar-8943-42-ru, 2.5mm drill bit, calibrated, reusable, batch number 916439, was received for investigation and the evaluation revealed that the drill is broken off (see evaluation pictures 1 + 2). Functional testing was not performed due to the damage of the device. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during use. Further the cutting edge is caved / dull (see evaluation picture 3).

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a distal tibia fracture surgery, the drill bit broke off. All broken pieces were retrieved out of the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.